Manufacturer narrative:
Unique device identifier: (B)(4). R6398a ruggles distraction screw was not returned for evaluation; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch report # (B)(4) was received with the following information: two distraction screws broke off in the patient's c4 vertebrae. A significant resistance was noted due to osteophytes, as well as the quality of her bone, which was quite sclerotic. Due to the severity of the distraction, the caspar pin at c4 broke off at the tip. The tip was well within the bone and felt to be harmless and left. The broken-off tip of the caspar pin in c4 was noted to be in safe position. Original intended procedures: c3-c7 anterior cervical diskectomy, decompression, hemicorpectomy, spinal cord compression and nerve root decompression, bilateral. C3-c7 anterior cervical osteotomy with correction of kyphosis. C3-c7 anterior cervical fusion with autograft and allograft bone. C3-c7 porous titanium cage placement. C4-c7 anterior cervical plating with tryptik plate. Placement of gardner-wells tongs. Additional information has been requested.